Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl. Insulin pen was administered and a bolus was delivered. Infusion set cannula was kinked and was suspected cause of elevated bg. Customer went to the emergency room and was hospitalized for elevated bg and a broken arm. Bg was treated with insulin drip/syringe. Type of infusion set was not reported. Customer was discharged on (B)(6) 2018. Customer reported pump/supplies were working "fine".